Manufacturer narrative:
A 10ml bd syringe; 50ml baxter bag; 1000ml baxter bag ndc 0338-004-04 lot number y266940 exp oct 19 0.9% sodium chloride. No available code for undetermined or unknown cause. The customer¿s report of potassium was noted to be infusing faster than expected was confirmed. Visual inspection showed no anomalies. Microscopic inspection of the check valve indicated it was assembled correctly, and the silicone membrane was centered. Functional testing noted the secondary fluid traveled up into the primary set past the check valve, confirming the failure. Additional supplier analysis confirmed a particulate of pvc material on the check valve membrane. The cause of the back flow was a particle in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle could not be identified.

Event description:
The customer reported that a secondary infusion of potassium was noted to be infusing faster than expected. The rn felt the drip frequency was infusing faster than the set rate. The rn was concerned that the valve on the primary tubing was causing the potassium to infuse faster than expected and stopped the infusion. The patient had a potassium level below 3 and hypokalemia prior to this infusion therefore this event caused a further delay in care. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a secondary infusion of potassium was noted to be infusing faster that expected. The rn felt the drip frequency was infusing faster than the set rate. The rn was concerned that the valve on the primary tubing was causing the potassium to infuse faster than expected and stopped the infusion. The patient had a potassium level below 3 and hypokalemia prior to this infusion therefore this event caused a further delay in care. There was no patient harm.